Event description:
Summary: (B)(6) hospital ((B)(6)) reported potential false negative results on the biofire blood culture identification 2 (bcid2) panel runs on the filmarray torch module (B)(6). No patient harm was reported. A malfunction of the filmarray torch instrument (B)(6) is suspected. A final report with all investigation details will be provided. No remedial action, corrective action, preventive action, or field safety corrective action (fsca) has been deemed necessary at this time.

Manufacturer narrative:
Investigation: the following biofire bcid2 panel runs were found discrepant on the filmarray torch module (B)(6): · run 1 ((B)(6) 2025) - false negative e. Coli, enteric 1, and enteric 2. · run 2 ((B)(6) 2025) - false negative enteric 1 and enteric 2. · run 3 ((B)(6), 2025) - false negative e. Coli, enteric 1, enteric 2, and proteus spp. · run 4 ((B)(6) 2025) - false negative acb complex, enteric 1, enteric 2, and n. Meningitidis. · run 5 ((B)(6) 2025) - false negative enteric 1, enteric 2, and oxa-48-like. Biofire's investigation into this event is ongoing and further information has been requested from the customer. The full investigation and associated conclusions will be provided in the final report. No remedial action, corrective action, preventive action, or fsca has been deemed necessary at this time. Conclusion: n/a for initial report.

Event description:
Summary: (B)(6) reported potential false negative results on the biofire blood culture identification 2 (bcid2) panel runs on the filmarray torch module (B)(6). No patient harm was reported. The investigation determined that the most probable cause of the discrepant result was a patient label becoming dislodged within the filmarray torch module, obstructing the camera.

Manufacturer narrative:
Investigation: patient details were not provided. No serious injury or death was reported. The following biofire bcid2 panel runs were found discrepant on the filmarray torch module (B)(6): run 1 (B)(6) 2025) - false negative e. Coli, enteric 1, and enteric 2, run 2 (B)(6) 2025) - false negative enteric 1 and enteric 2, run 3 (B)(6) 2025) - false negative e. Coli, enteric 1, enteric 2, and proteus spp. Run 4 (B)(6) 2025) - false negative acb complex, enteric 1, enteric 2, and n. Meningitidis, run 5 (B)(6) 2025) - false negative enteric 1, enteric 2, and oxa-48-like. Quality control (qc) records for pouch lots# 3l5j24 and 3nmp25 (kit lots# 2558424 and 0228325) and filmarray instrument (serial number# (B)(6) were reviewed. These pouch lots and instrument passed qc criteria. The discrepancy reported by the customer was not observed during qc testing. In-house investigation: upon incoming testing of the filmarray torch module, the service technicians discovered labels stuck to the clear sheet covering wells on the mask find image blocking the camera and resulting in false negative results. The reported error was replicated. The wrap-around bladder protection sheet in the instrument was replaced due to obstruction from label. All outgoing testing for the instrument was completed with passing results. Conclusion: the investigation determined that the most probable cause of the discrepant result was a patient label becoming dislodged within the filmarray torch module, obstructing the camera. Analysis of qc and patient run files provided by the customer revealed assay dropouts localized to the area of the array affected by the obstructed view. To prevent this issue, customers are advised to apply patient labels that fit properly within the designated "sample ID here" area. Biofire is investigating a potential labeling update to clarify this recommendation and remains committed to continuous product improvement. Clinical performance can be found in biofire bcid2 panel instructions for use (IFU) (www.online-IFU.com/iti0048).